Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information is received a follow up report will be submitted.

Event description:
It was reported that the needle separated from the thread. The reporter indicated that when the package was opened it was noticed the needle was separated from the thread. Patient information was not available and patient harm was not reported.

Manufacturer narrative:
Investigation: samples received: two unopened pouches and one open pouch. Analysis and results: there are two previous complaints of the same code-batch regarding needle was missing, one of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received two closed samples and one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.71 kgf in average and 0.31 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) however, taking into account the open sample received and that there is a previous complaint where the results did not fulfil specifications; we confirm the complaint with the evidences found. Final conclusion: we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.